Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in the moderately tortuous and severely calcified superior femoral artery. A 4.0mmx20mmx135cm sterling balloon was advanced for dilation. However, during inflation at unknown pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in the moderately tortuous and severely calcified superior femoral artery. A 4.0mmx20mmx135cm sterling balloon was advanced for dilation. However, during inflation at unknown pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: device/media analysis. Returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the balloon and shaft. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a pinhole in the balloon catheter located 27mm from the tip. Inspection of the rest of the device found no other damage or defect. The reported rupture was confirmed.